Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. Refer to the related report number as noted in section h.10 for the report on the impella cp.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller had a placement signal low alarm, and then the customer repositioned the impella. However, at this time, there were an impella in aorta and impella in ventricle alarms, one right after another. Additionally, impella connect had disconnected from this console in the middle of the night. The blue light however stayed on. The alarms sounds were described as an old school telephone ringing sound. However, once the alarms resolved, it was noted the impella cp ended up in the same original position. Abiomed support team was contacted and advised to exchange out the console, which was noted to have been successfully completed. There was no harm to the patient as a result of the event.

Manufacturer narrative:
D.4 an expiration date was entered on the initial report submitted and should of been left blank as this device does not have an expiration date. H.10 the related manufacturer report number referred to in the initial report submitted on august 28, 2025, was inadvertently omitted in section h.10 and was added.